Event description:
A caregiver in a nursing home was removing the pulse dose conserving device from the oxygen cylinder to which it was attached. Caregiver apparently did not properly shut off the flow of oxygen before removing the device. Apparently the force of the pressurized tank caused an undetermined object to fly into the air and strike the glasses. Caregiver's glasses broke and the eye sustained a minor injury.